Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify, when the "the instruction cannot be staple completely so it causes bleed" what issue occurred with the device? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? How was the bleeding controlled? How much blood loss was there (mls)? Did the patient have to receive a blood transfusion? Response: the correct event description is " the device was partially fired (not completed cycle) so it caused bleeding"

Event description:
It was reported that during a low anterior resection procedure, the instruction cannot be staple completely so it causes bleed. There were no patient consequences reported.